Event description:
Rn hung new heparin (500 cc) bag at 12:15. At 17:00 she noted 500 cc bag was empty. Exam of imed/alaris pump showed rate at 40 cc/hr, vtbi - 277.2, volume infused = 389.4 cc for shift. All #'s on pump are correct, yet 500 cc bag empty and 500 cc infused from 1215 to 17:00 hours.